Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument did not fire. No known impact or patient consequence was reported. Follow-up was attempted to gather more information, but the initial reporter was unable to provide any additional information about the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken input disk. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on input disk #6. Other backend components adjacent to the broken inputs did not show damage. As a result of the broken input disk, the grips could not fire.